Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the of the lead electrodes cannot be used due to abnormal resistance values. Stimulation was set without using the unusable electrodes (changed to group d). The issue was resolved, and no patient harm was reported.

Manufacturer narrative:
Continuation of d10. Product ID: 977c165; implanted: (B)(6) 2024; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165; foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative. It was reported that the serial number of the lead was unknown. The cause of the high impedance was unknown. Upon further review of the session report provided with the initial report of the event on 23-dec-2025, impedance testing results showed high, out of range impedance of 40000 ohms for all pairs that included electrodes 1, 5, 7, 11, 12, and 13. All pairs that did not include those electrodes had normal impedance ranging from 594-788 ohms.